Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for elecsys dhea-s (dhea-s) on a cobas e 411 immunoassay analyzer (e411). The erroneous result was not reported outside of the laboratory. The sample initially resulted as 7.40 ug/dl. The sample was repeated twice, resulting as 84.15 ug/dl and 84.36 ug/dl. The repeat results were believed to be correct. No adverse events were alleged to have occurred with the patient. The dhea-s reagent lot number was 287066. The reagent expiration date was asked for, but not provided.

Manufacturer narrative:
The customer used 10 mm diameter tubes, which are not specified for use on the e411 analyzer. The investigation was unable to find a definitive root cause. A general reagent or instrument issue could not be identified.